Event description:
The customer reported that the red release button has broken off of the cufflator. The customer couldn¿t provide any info on how the damaged occurred. There was no pt incident or injury reported.

Manufacturer narrative:
Results: eval of the returned product found that the red release button is stuck inside the housing and does not operate as it should. When an attempt is made to take a pressure reading the needle moves up, but immediately returns to the initial point and won¿t maintain pressure. Note: the instructions for use has a warning statement: the cufflator should be calibrated annually, or if measurements fall outside of a specific range, or if the cufflator needle does not indicate a reading of zero when nothing is connected, or if the unit is ever dropped. Inspect the unit and check the cuff for leaks prior to use. Never open the posey cufflator body. (B)(4).